Event description:
Natus vac-pac representative in australia received a concern from one of the customers reporting they had a patient on the operating table for 4.5 hours positioned in a vac pac, and the patient developed a pressure area.

Manufacturer narrative:
Follow up 001 report (ref natus complaint# (B)(4)). Technical service reached out to the customer to determine the status of the request for further information. There is no response from the end user. Per technical servive notes, there has been no response to any further attempt to obtain further information. Technical service closed the associated service request due to no contact from the customer. If the end user does follow up, a new service request would be created to document any new information provided. Product examination and functional testing: product examination and testing was performed by the customer, who confirmed the reported issue on site. However, there was no further information from the customer regarding the specific model and lot numbers of thevac-pac device used at the time of the patient injury. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Risk management file review: doc-04662 rev. E vac-pac risk analysis, i.d. 13.1 severity score is moderate, and the risk rating score 6 is low. Investigation result code: seattle/cause could not be determined. Closure rationale: complaint could not be verified, monitor for future occurrence.

Manufacturer narrative:
Initial report, ref natus complaint# (B)(4). Natus vac-pac representative in (B)(6) received a concern from one of the customers reporting they had a patient on the operating table for 4.5 hours positioned in a vac pac, and the patient developed a pressure area. The patient was positioned for shoulder surgery, which took 4.5 hours and the patient developed a pressure area on the thigh that has required a fasciotomy. The end-user confirmed that the patient has sustained a severe pressure injury from the use of a pack in the lateral position. (B)(6) 2021, technical service have reached out to the customer to follow up on previous questions asked. Awaiting feedback. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Risk management file review: doc-04662 rev. E vac-pac risk analysis, i.d. 13.1 severity score is moderate, and the risk rating score 6 is low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed.

Event description:
Natus vac-pac representative in (B)(6) received a concern from one of the customers reporting they had a patient on the operating table for 4.5 hours positioned in a vac pac, and the patient developed a pressure area.